Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a broken intraocular lens (iol) with no patient harm. No further information is expected.

Manufacturer narrative:
Product evaluation: the lens was returned positioned on the posts and against the well area wall in the lens case. Viscoelastic and what may be betadine or blood are observed on the lens. One haptic is broken with a portion still retained in the haptic insertion area. The second haptic is bent gusset area and bent distal area in the locking arm mechanism of the lens case. The optic has been cut into two pieces typical of a removal. The optic is split though the haptic insertion of the broken haptic. One portion is also damaged due to being returned on top of a post of the lens case. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the observed optic and haptic damage appears to be handling related. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).